Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Under a visual inspection, it was not able to reproduce the fault. Contamination was found on the expiratory cassette membrane. The membrane was replaced. Pre-use check was performed, all tests was successfully approved and the device was returned for clinical use. If there is dirt particles on the expiratory cassette membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette. This will be detected during pre-use check.

Event description:
It was reported that the ventilator was leaking and noise was generated. There was no patient harm. Manufacturer's ef #: 408725.